Event description:
Two weeks old male with medical history of truncus arteriosus type I and ventricular septal defect repair on 01/04/1996. On 04/06/1998, pt had valve explanted due to outgrowth and calcification. The valve was replaced with an 18mm pulmonary homograft.